Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the guiding catheter and the hemostatic valve used in the intervention were returned. The balloon of the delivery system has clearly been inflated and was returned in a partially deflated state. Stent imprints are visible on the balloon indication that the stent was initially crimped centered on the balloon between the two x-ray markers. The stent was not returned for analysis. The returned guiding catheter and the hemostatic valve were inspected without any evidence of the dislodged stent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
07-mar-2024 updated description it was intended to treat a thrombotic lesion (100 percent stenosis degree) in the distal rca by dilatation with several balloons and a 6f aspiration catheter, during which a dissection occurred either by the balloon(s) or by the aspiration catheter. To stop the bleeding balloon dilatation was performed. Under use of a 6f guiding catheter, the complaint pk papyrus covered stent system was introduced into patients body, but after inflation no stent could be seen in the angiogram. After additional communication with the local staff, it was stated that the stent dislodged at the distal end of the guiding catheter during withdrawal and could not be found in the patient. Only the complaint delivery system was withdrawn. The physician stated that a flow limiting zone was detected in the distal rca, but no clear image of a dislodged stent could be obtained. Three still images of the distal rca, taken from the screen with a mobile phone were provided. The perforation was successfully sealed by implantation of another stent. The returned device was subjected to a detailed technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the guiding catheter and the hemostatic valve used in the intervention were returned. In addition, the provided images of the angiogram were reviewed. The balloon of the delivery system has clearly been inflated and was returned in a partially deflated state. Stent imprints are visible on the balloon between the two x-ray markers indicating that the stent was initially crimped centered on the balloon. The stent was not returned for analysis. The returned guiding catheter and the hemostatic valve were inspected without any evidence of a dislodged stent. The returned images from the angiographic material were reviewed. The actual complaint event is not visible. The images do therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment. It was attempted to introduce the pk papyrus to the coronary artery but when approaching the lesion, there was no stent on the balloon. The stent was blocked in the entrance of the introducer.